Manufacturer narrative:
The subject scope was not returned to manufacturer for an evaluation. Therefore, the cause of the reported event remains unknown. As part of our investigation, multiple follow ups were made to the user facility in an attempt to gather additional information on the reported positive culture scope; however, the user facility provided limited information. In addition, the endoscopy support specialist (ess) visited the user facility to observe the facility¿s reprocessing practice and to provide a reprocessing training. The ess observed the staff's pre-cleaning, leak testing and manual cleaning process and noted the following: improper depressurization after leak testing as the endoscope was not completely removed from water to detach the leakage tester. Electrical connector is the only part of the scope taken out of the water to depressurize scope. Improper external surface cleaning and brushing was observed. Scope was not completely immersed during surface cleaning and channel brushing (brushed outside of water). Scope brushing is done in the reverse order by cleaning the channel cylinders first then biopsy port, suction cylinder to the scope connector then suction cylinder to the distal end throughout brushing process. Aforementioned were all addressed during in-service. The ess provided an in-service in reprocessing which included all cleaning, disinfecting and sterilization information contained in the instruction/reprocessing manual in-service was conducted by performing hands on and return demonstration. Upon completion of in-service, the staff stated they understood all instruction provided. If additional information becomes available or if the subject scope is returned at a later date, this report will be supplemented accordingly.

Event description:
The manufacturer was informed that the scope culture tested positive (not specified) after it had been reprocessed. There was no patient injury/infection reported and the user facility removed the scope from service after testing.

Manufacturer narrative:
The device was returned to the service center for evaluation. A visual inspection was performed on the scope's instrument and suction channels. Upon inspection of the instrument channel, a white stain was observed inside the channel near the proximal, control body side. Additionally, there are large scrape marks located at the distal end side of the instrument channel. The suction channel showed no signs of foreign material or damages. Additionally; the evaluation found a third party repairs to the scope's bending section cover and glue, the insertion tube and the light guide tube. The scope passed the leak test. The scrape marks located inside the channel can occur when an open or broken instrument is inserted in the channel. A review of the service history indicates the scope was purchased on june 23, 2015 and has received service via three repairs in the past three years. These repairs were not related to any positive patient or scope cultures, and the scope was last repaired on february 24, 2018 due to a leak/cut in the bending section cover. The manager of infection prevention & control further reported that they reviewed the history for this scope, and there have not been any carbapenem-resistant enterobacteriaceae (cre) positive cultures on the scope. No further details were provided by the user facility.